Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e24097, h11a11044, and h11e06011 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however have been provided in this MDR.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of break in aseptic technique and bacterial peritonitis with culture positive for acinetobacter in a patient, coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was break in aseptic technique. The patient was treated with vancomycin and gentamycin (intravenous). On (B)(6) 2011, the patient was discharged from the hospital. The event of peritonitis was ongoing and resolving. The patient received training for the break in aseptic technique. Dianeal therapy was ongoing. The nurse believed that the event of bacterial peritonitis with culture negative for acinetobacter was not related to dianeal therapy. A causality statement for the break in aseptic technique was not provided.